Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020, during the sensor error she was cutting the lawn, noticed hypoglycemic syndrome with weakness, and sat down. Her husband found her a couple minutes later; she was responsive. She consumed apple juice with her husband¿s help. Her glucose levels improved after a couple of minutes (not specified if continuous glucose monitor (cgm) or blood glucose (bg) levels, and no specific values were provided). At the time of the report she was stable. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.